Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt had an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages.